Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the instrument associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) with 5 uses remaining. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis investigation confirmed a broken pitch cable at the distal end. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported prior to starting a da vinci-assisted surgical procedure, pre-anesthesia, inspection identified that the tenaculum forceps instrument had a broken cable. Instrument was replaced to the backup. The procedure was completed with no reported injury.